Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not boot up. Upon functional testing fse found that the host pc was defective. Fse replaced the host pc. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system was not booting up fully. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite, and the troubleshooting actions showed a problem with the host pc. The fse replaced the host pc, reinstalled the license and returned the system to use in good working order.